Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that over the weekend of (B)(6) 2018, the patient suddenly started feeling stimulation in the wrong location when using group b. The stimulation was felt up by their lung and by their ribs. The patient had switched to group a but was requesting to meet with a manufacturer representative (rep). Physician listings were requested since the patient's doctor is in a different state. Physician listings were sent to the patient. The patient did not have any fall or trauma. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they had an appointment with the doctor on (B)(6) 2018, and that it was determined that the cause of stimulation being in the wrong location was due to movement of the wires. They have been using both group b and group c so they were not sure if the stimulation in the wrong location has resolved. They also reported the pain in their lower back was still intense at times so they will be making an appointment with their doctor to try and resolve this. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went to go see the doctor and a manufacturer representative (rep) on (B)(4) 2018. The pain was the same pain the patient was implanted for, but the patient said that it moved slightly. The patient said after the adjustment, the patient is fine now. The patient said it was not determined why the wires moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.